Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up noise was noted on the right ventricular (rv) lead. The physician suspected that the rv lead was fractured. The lead was explanted and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.